Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 3889-28, lot# v094764, implanted: 2008 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3889-28, lot# v052586, implanted: 2007 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that upon replacement of battery, it was noted that the screw was loose in the old battery. But impedances were all within normal range. Normal battery depletion was noted. There was no patient injury. The patient recovered without sequelae.